Event description:
During post-dilatation of a memotherm stent within the superior vena cava, the balloon burst. Difficulty was experienced, withdrawing the catheter and it separated within the sheath.